Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the battery on the pump to fully deplete. After plugging the pump in to charge, the pump was beeping and vibrating, but was noted to otherwise be unresponsive. The customers' blood glucose level was 385 mg/dl. The customer stated they would take a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.